Manufacturer narrative:
Findings: unit received with cracked glass on lcd board. Unit received with broken reservoir tube lip. Unit received with cracked case at reservoir tube window corners and battery tube threads. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is cracked on screen/half of the screen. The customer stated that she fell yesterday and it damaged the screen of the pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.